Event description:
The customer reported via phone call that they had an unexpected restart alarm and an external ram error alarm on the insulin pump. Customer stated that the pump was not stored or not in use for an extended period of time. Customer's blood glucose was 125 mg/dl. Customer mentioned that the pump went through a countdown. Customer thinks that they have fumbled with the battery cover. Customer was assisted in performing a self test and the pump passed. Customer was advised to monitor the pump.

Event description:
The customer called back because the insulin pump alarmed again for a reset error. The customer did not recall the blood glucose reading. The customer reported that the alarm occurred shortly after inserting a new battery and was advised that the insulin pump experienced an unexpected restart and to monitor the insulin pump and call back if the issue recurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.